Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an unknown issue with the subject meter. The reporter did not provide details of the problem but claimed that the meter had already been previously replaced due to a similar issue. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.